Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported receiving a replacement insulin pump and unsure if it¿s set up right due to awaking with a high blood glucose. The customer treated for the high blood glucose levels with manual injection and the insulin pump bolus. The customer¿s current blood glucose level is unknown. The customer did not complete troubleshooting the issue. The customer will put on the new pump and eat dinner, because her blood glucose level is down to 116 mg/dl. The insulin pump will not be returned for analysis.